Event description:
It was reported that the right ventricular (rv) lead was exhibiting low impedance, undersensing and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524 implantable pacing lead (B)(6) 1996. (B)(4).